Event description:
It was reported that the customer's blood glucose at the time of the call was unknown. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 60 mg/dl where the actual blood glucose level was 113 mg/dl. The customer turned her sensor off and on, and, afterwards, she kept receiving lost sensor alerts and change sensor alerts. The customer also stated that the infusion set cannula was bent. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors both sensors passed with accurate readings, however found the sensors had bent cannulas unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used.